Event description:
It was reported the procedure was being performed in the pain clinic. When the kit was opened, they found the glass lor syringe was shattered. As a result, a new kit was opened and used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device was discarded.